Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found that the flare was detached. The wire was kinked near to the handle and in the middle of the device. The catheter was also kinked in the middle of the device and was bent in the distal section. The handle cannula was in good condition and there was evidence of the flaring process performed during manufacturing. The complaint was confirmed, the device flare is detached. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure when they were pulling the snare out, the sheath was detached about 4 inches from the handle. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure when they were pulling the snare out, the sheath was detached about 4 inches from the handle. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.